Event description:
It was reported that the 9600+ system intermittently had a bad iris pot error at boot-up. No patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the iris pot then aligned the collimator and calibrated it to field size. System functions as intended.